Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., g.2.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Manufacturer narrative:
H.6. Health effect - impact code: f2203.

Event description:
Device was explanted and discarded after surgery.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "shortness of breath"; this is not device related. Device was explanted and discarded after surgery.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional also reported, "shortness of breath". This is not device related. Device was explanted and discarded after surgery.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.